Manufacturer narrative:
Updated fields: h10 this report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation the image issue was due to a corroded scope socket. However, the specific cause of the corroded scope socket could not be established at this time. Olympus will continue to monitor field performance for this device.

Event description:
The customer reported that his olympus visera elite video system center was not producing an image during device reprocessing. There was no patient involvement during this event.

Manufacturer narrative:
The device was returned, and an initial evaluation was conducted by olympus; however, investigation is ongoing. During the initial evaluation, the user¿s report was confirmed. There was no image produced during the device evaluation due to a corroded component and video connector. Additionally, the bottom chassis was corroded and rusty. The usb was also not recognized due to more corrosion. If additional information becomes available following the device evaluation, a supplemental report will be filed.